Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. The device's delivery accuracy was running at three different tests, all of the tests were found to be in factory specifications. Root cause unable to be determined. No actions taken.

Event description:
Additional information received: the event occurred during testing. There was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed by accuracy -6.85%. No adverse effects reported.